Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found.

Event description:
It was reported that the patient acquired an infection. The manufacturer attempted to obtain a medical assessment regarding the nature of the issue but none was available. The patient was treated at the hospital and the device was removed. There have been no reports of further complications regarding this event.